Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/18/2015 with the following findings: several cs-078 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. Evidence of moisture ingress was found behind the display lens. The pump was exercised for 24 hours, during which no cs-078 'call service alarms' were observed: the reported issue was not duplicated. The pump failed a leak test due to a case seal leak. The pump case was removed, and evidence of moisture damage was found on internal components. Unrelated to the reported issue, the display screen visual was observed to be dim due to an unidentified display failure.